Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. The following sections could not be completed with the limited information provided. Device availability - product not returned to zimmer biomet facility. Zimmer biomet employees evaluated product at the (B)(4) facility. A review of the provided data and the visual examination of the components have indicated the presence of a wear patch, and a well-defined wear stripe on the femoral head; there is also a wear patch on the cup which extends towards the rim. These features likely indicate that there was a degree of edge loading or subluxation of the parts. Furthermore, the stem was observed to be positioned in 2° valgus, which could have contributed to the disruption of loading through the components and hence the observations of adverse wear. The scratching and indentations on the bearing surfaces suggest that a third body was present, the source of which is unclear. Furthermore, although the reason for revision has been cited as armd, the MRI details state that there was no evidence to indicate armd, or any other significant abnormality. The thin black band of black discoloration on the female taper of the femoral head suggests that some taper fretting or galling mechanisms may have arisen. Product left conforming to print as there was no evidence that states otherwise. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity." Number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions." Number 11 states, "wear and/or deformation of articulating surfaces." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is number 1 of 2 MDR's filed for the same event (reference 1825034-2015-04528 / 04529).

Event description:
It was reported that a patient underwent a right total hip arthroplasty on (B)(6) 2005. Subsequently, the patient was revised on (B)(6) 2013 due to armd. During the procedure, capsulotomy was performed. Reported from (B)(4) laboratory.